Event description:
The customer reported that the unit failed to power up. There was no report of any pt impact.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.